Event description:
The user received questionable results for ion-selective electrode (ise) potassium on both ise modules (ise-1) and (ise-2) on the same modular core analyzer. The event involved 3 patient samples. Two samples were discrepant. The user could not provide which ise module (ise-1) or (ise-2) the original or repeat potassium results were generated from for these patient samples. Patient sample 1, the original result was 4.8 mmol/l. This result was reported outside the laboratory. The sample was repeated which yielded a result of 4.2 mmol/l. This repeat potassium result was sent as the corrected result for this patient sample. Patient sample 2, the initial result was 5.0 mmol/l. This result was reported outside the laboratory. The sample was repeated which yielded a result of 4.0 mmol/l. This repeat potassium result was sent as the corrected result for this patient sample. No adverse events have been alleged regarding these discrepancies. The electrode lot number for potassium was not provided. The field service representative determined the cause was contaminated sample probe. He replaced the probe and performed probe adjustments. Performance tests were run which were successful.